Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported there was saline leaking from the handle of the catheter. There were no consequences to the patient.